Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2019.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2019. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes. If yes, could you please share the results? Normal esophageal motility. On what date did the implant take place? (B)(6) 2019. What is the lot number of the linx device? Can you please follow-up with the surgeon and ask the following? What was the sizing technique that was used (sizing of the esophagus instructions per the IFU or another technique)? Followed IFU. Did the patient have an autoimmune disease? N/a. Is the patient currently taking steroids / immunization drugs? N/a. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Severe enough to request removal. Were there any intra-operative complications during implant? Not during the implant but ran into scar tissue from a previous surgery to remove the spleen during the explant. Patient is doing fine. Physician met with her last week and she is doing fine. Reflux did not return post explant. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia/a. Was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4). Date sent: 09/24/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient was six months out with swallowing dysfunction. The patient was not responsive to dilation. The patient had a linx explant removal. No other information is known at this time.